Event description:
A tps bi-directional footswitch was sent for evaluation and it was noted during performance testing that it would continue to run for a split second when the pedal is released. No adverse event was associated with the device.

Manufacturer narrative:
Heavy corrosion and moisture was noted within the device.